Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a broken or malfunctioning screen that did not recover after a reset, and a replacement device was shipped with instructions to sync data, shut down the device, and return the original. Symptoms included no reported changes in blood glucose, which remained in range. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included collection of use history via email, confirmation of serial number and shipping logistics, and receipt of the returned device for evaluation. Investigation of this device revealed a damaged display consistent with physical damage to the user interface component, which impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.